Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of low impedance.

Event description:
This report is being filed as additional information was received indicating that this patient underwent a heart transplant. The patient's implanted device and leads were subsequently returned and product evaluation completed.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) were intermittently low out of range, including several measurements of zero ohms. It was noted that pacing impedance was also low, but remained within acceptable limits. It was suspected but not confirmed that the patient may have been exposed to electromagnetic interference (emi) during the periods where zero ohms impedances were recorded. Boston scientific technical services discussed troubleshooting options with the health care provider. No adverse patient effects were reported. The rv lead and crt-d remain in service.